Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having power elevations up to 10 watts; however, the performance of the pump was not affected. The pt was admitted into the hosp and during his hospitalization he experienced an acute kidney injury. The pt became dependent on dialysis. A driveline infection was also noted at the time of hospitalization. The pt's condition progressed to multisystem organ failure and the pt expired. The family did not want an autopsy, and the pt's equipment was disposed of.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.